Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for spinal pain. It was reported that a patient had a loss of therapy and a return of symptoms. It was noted the patient had checked their device with the patient programmer and stimulation (stim) was turned on. Adjusting stim did not resolve the issue. The patient reported sudden pain in their left buttock and bilateral front thighs. It was reported the pain was worse than before getting the implant. It was stated that yesterday the patient could barely walk. The caller stated the trial stim relieved about 80% of the pain. It was stated that the patient met with their rep and changes were made to the programming. It was noted the patient informed the rep of the pain during the reprogramming visit. No further complications were reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was reprogrammed. The cause of the loss of therapy and pain was unknown.